Event description:
Trauma 84 y/o admitted with left hemopneumothorax. On 100% non rebreather mask in admission on larger amounts of dobutrex and dopamine heart rate dropped and dropping blood pressure. Cardiac arrest occurred and attempted to intubate" xs'3 x's" with leaking cuff on the 1st 2 endotracheal tubes. Pt did die after third intubation.